Manufacturer narrative:
Product ID 8703w, lot # l45812, implanted: (B)(6) 1997, product type catheter. (B)(4).

Event description:
The patient reported that she had not used her pump in years, that it contained saline, and that she wanted the pump removed. The patient was on oral medications. The pump was noted to have been used for pain. The patient later stated that her pump "really did not help." The patient wanted to find a physician that would take it out. The medications used within the pump were not specified as the physician was noted to have "tried a lot of medication." The pump was noted to have stopped and the patient said they could hear an alarm "once in a while like in the middle of the night or first thing in the morning." It was unclear when or why the pump had stopped. The patient reported she had back and leg and foot pain. It was further noted the patient needed to get the pump out because it was old and did not work. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Event description:
Additional information reported the pump had not been treated in years. The patient had an appointment with a physician but the appointment had been canceled.